Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. It was also indicated that the patient has been experiencing an increase in seizure activity for which the patient was hospitalized. The relationship between the increase in seizure activity and vns therapy is unknown at this time. According to the physician, the pt's fall prior to the office visit may have contributed to the high lead impedance event and medication changes may have contributed to the increase in seizures event. The patient is being scheduled for revision surgery. Good faith attempts to obtain additional information regarding the reported events have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.